Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead which may have caused detection of false episodes of atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.